Event description:
It was reported that the patient fell over a curb in a restaurant parking lot, after which the ilet insulin pump¿s touchscreen was cracked and required replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured device component, specifically the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.